Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 522-523 mg/dl resulting in a hospitalization. Customer suspected the infusion set cannulas may have caused bg level; however, no issues were observed on the infusion set cannula, infusion set tubing or cartridge. Customer delivered correction boluses and delivered insulin via a temporary basal rate prior to the hospitalization. Customer was treated with intravenous insulin. Customer was released from the hospital five days later with no permanent damage.